Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The titanium case was opened and detailed analysis was performed on the internal components. No issues were identified. Although analysis confirmed the low battery voltage alert the root cause of the depleted battery remains unknown.

Event description:
Boston scientific received information that this device was not successfully implanted. It was noted that upon initial interrogation the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was not implanted. No adverse patient effects were reported.